Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had a bladder infection. They also felt like they should have been showing more symptom improvement. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.